Event description:
It was reported that the insulin pump had blank display with new battery without any warning. Customer stated on full battery he gets weak battery and low battery alarm. Customer's blood glucose was unknown. Troubleshooting was done. Advised the customer the battery cap would be replaced. Customer stated the battery in used was energizer. The customer was advised to insert new recommended battery brand and monitor the insulin pump. Advised customer if display does not return to revert to back up plan per healthcare provider until the replacement battery cap arrives. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.